Event description:
It was reported that bd integra¿ syringe w/ detachable needle was damaged and leaked. This was discovered during use. The following information was provided by the initial reporter: material no: 305270 batch, no: 9093524 & unknown. It was reported that syringes are leaking because of a plastic piece near the hub. Syringes are leaking because of a plastic piece near the hub. Has occurred with previous lot number. No specific dates. Sample from lot available.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9093524, medical device expiration date: 2024-03-31, device manufacture date: 2019-04-03, medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd integra¿ syringe w/ detachable needle was damaged and leaked. This was discovered during use. The following information was provided by the initial reporter: material no: 305270 batch no: 9093524 & unknown. It was reported that syringes are leaking because of a plastic piece near the hub. Syringes are leaking because of a plastic piece near the hub. Has occurred with previous lot number. No specific dates. Sample from lot available.